Manufacturer narrative:
It was reported that the tubing ballooned. One sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and an infusion was performed at a rate of 125 ml/hr for one hour. No ballooning was observed. The probable root cause for the failure is determined to be a user issue. If the infusion set is not loaded correctly, a ballooning in the pumping segment tubing is possible. The clinical team has been made aware of the issue and the issue has been communicated with the customer with additional instructional material for proper loading of the alaris pumps. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
Material # unknown, batch # unknown. It was reported by customer that IV nicardipine was infusing when pump began "check pump" alarm. Staff noticed a portion of the tubing near a connection had ballooned. Verbatim: rcc received a complaint via email. Email(s) attached IV nicardipine was infusing when pump began "check pump" alarm. Staff noticed a portion of the tubing near a connection had ballooned.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material # unknown. Batch # unknown. It was reported by customer that IV nicardipine was infusing when pump began "check pump" alarm. Staff noticed a portion of the tubing near a connection had ballooned. Verbatim: rcc received a complaint via email. IV nicardipine was infusing when pump began "check pump" alarm. Staff noticed a portion of the tubing near a connection had ballooned.